Event description:
A 100ml bag of vasopressin was hung at 1504. The total volume of vasopression that should have been given was ~13ml in 1.5 hours but the entire 100ml bag was given by a presumed pump malfunction. The module, vasopressin bag and tubing were saved. Confirmed in epic emr that pump was scanned and pump library used. FDA safety report ID# (B)(4).